Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for failed back surgery syndrome and spinal pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient's device was not "dispensing" or connecting to the pump. When they took a bolus, the screen would flash and error code 8286 would appear, indicating an empty pump reservoir. Patient services reviewed the error meaning and redirected the reporter to the healthcare provider (hcp) for further assistance.